Event description:
It was reported to philips that the device required replacement of its external paddles. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device required replacement of its external paddles. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to faulty external paddles. The customer was given a quote for repair. Once or if the customer approves the purchase, the external paddles will be replaced to get the device into working order. The device remains at the customer site and no further evaluation is required at this time.